Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a small air bubble on the downstream occlusion (dso) seal. There were no issues downloading the event history log and event history log review revealed no errors. Functional testing was unable to replicate the reported issue. The most probable cause for not being able to download the history was determined to be a user error, however this could not be confirmed. No further action was taken. Service history review identified a previous repair in september 2023 for error code 45982 and ¿cassette not attached¿ error at which time the main board, dso sensor, battery compartment, latch lock flex, lens, keypad, and labels were replaced.

Event description:
It was reported that the patient expired. Per the reporter, the pump was received back and there was a request by a third party to review the event logs. Per reporter the device event log was downloaded but there were no events between (B)(6) 2023 to (B)(6) 2024 which they required. It was unable to be determined if there was a pump malfunction and unknown if there was an issue with the pump aside from not being able to download the event log. Medical evaluation determined that the cumulative evidence did not conclusively implicate or exclude the infusion pump as the cause of the patient event. Follow up has been made requesting additional information regarding any quality issue with the pump at the time of the event as well as any underlying patient condition.